Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was found on the floor of the procedure room. The patient was not inured following the procedure.